Event description:
It was reported that the pulse generator could not be interrogated. The elective replacement indicator (eri) byte was checked, and the device was not at eri. The magnet strip indicated a voltage of 2.67. The device was replaced due to innability to communicate.

Manufacturer narrative:
No medwatch form was received.

Event description:
Surgeon put the femoral head onto the cemented exeter stem and complained that the head appeared to be very loose on the stem - he impacted the head using the head impactor and the femoral head slipped off the stem taper when he touched it with his fingers. I opened another femoral head of the same size which did not appear as loose when he positioned it on the stem he impacted this head and the taper engaged and he was unable to remove it with his fingers.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode due to low battery voltage. After replacing the battery and downloading the product code, normal function ensued; however, telemetry was lost when the battery voltage was at 2.4 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.